Event description:
It was reported that an 8110 syringe pump was affected by sizer misalign recall and unit failed calibration testing. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report.per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction : annex b : b21 annex c : c21 annex d : d16 additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, annex a : a0404 annex g : g0405203 annex b : b01 annex c : c070606 annex d : d02 h3 other text : see manufacturer narrative.

Event description:
It was reported that an 8110 syringe pump was affected by sizer misalign recall and unit failed calibration testing. There was no reported patient involvement.